Manufacturer narrative:
(B)(4). The reported complaint of "system error 7 (2)" is not able to be confirmed. No iabp part or recorder strip was returned for investig ation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the device is received at the investigation site at a later date, a full investigation will be performed.

Event description:
It was reported that the pump alarmed for "system error 7" while in use on a patient. The operator attempted to power cycle the pump but the alarm persisted. As a result, the pump was swapped out. No alarms occurred on the new pump. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that the pump alarmed for "system error 7" while in use on a patient. The operator attempted to power cycle the pump but the alarm persisted. As a result, the pump was swapped out. No alarms occurred on the new pump. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).